Event description:
An 22 mm x 12 mm x 16.5 cm diameter anneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reported that the pt had tortuous arteries; calcification is unknown. The aortic neck was angulated greater than 60 degrees, which caused the stent graft to be placed low during initial deployment. An aortic cuff was implanted proximally. No clinical sequelae were reported, and the pt is reported to be fine.